Event description:
Procedure type: lap cholecystectomy. According to the reporter: the tip of the trocar broke off as the surgeon was inserting through the abdominal wall while performing a lap cholecystectomy. The blue fragment of plastic that detached itself from the tip could not be found or recovered from the pt. A replacement port had to be opened and used. No major delay in surgery or blood loss resulted from this incident. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 10/20/2009.